Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie failed to open. A field service engineer (fse) found one cubie lid not opening because it was overfilled. Fse dialed into the station remotely via remote smart service (rss) and worked with the user to release the cubie through hardware test application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubie failed to open. User tried removing the cubie but the lid will not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.